Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional findings not reported by the site is scratch marks on the main tube. The distal end of the main tube has various scratch marks showing light material removal. Scratches are short in length and not axially aligned with the tube. Evidence was not conclusive, but damage may be due to mishandling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the wrist cable of the maryland bipolar forceps instrument broke. No patient harm, adverse outcome or injury was reported.